Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification info was not provided, precluding a review of the device history record.

Event description:
Revision due to infection. This event report was received through clinical data collection activities. Surgeon stated that event was not device related.